Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be exiting the tubing during the fill tubing process. Customer's blood glucose level was 205 mg/dl. Customer changed the infusion set and cartridge and successfully resumed insulin delivery.